Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. The pairing with nordic bluetooth device: passed. Transmitter functional tester: passed all relevant testing. Share log review: found signal loss found in the log within the investigation window. The complaint is confirmed because of the loss of connection. Defect was not found to be the transmitter..the reported event of a loss of connection was confirmed. The root cause cannot be determine.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.